Event description:
It was reported that there was an artifact in an image, the c-arm would intermittently lose vertical movement, and loose hardware. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated sys. Rep was unable to duplicate vertical lift problem, cleaned the camera optics, and tightened hardware. Rep performed operational testing, found sys to be operating as intended.